Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mcs instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken tube adapter to be related to the customer reported complaint. The instrument was found to have a broken tube adapter. The broken piece, measuring approximately 2.85mm x 1.72mm in size, was not return with the instrument. Additionally, the instrument was found to have abrasions on the tube adapter.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the customer indicated that the sp monopolar curved scissors (mcs) instrument was broken, and some fragments fell inside the patient. It was unknown if all fragments were retrieved. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was not able to retrieve all fragments because the pieces (powder) were small. Post-operative tests were not performed to check for the fragments. The issue was identified during instrument insertion. The surgeon did not notice any issues with the functionality of the instrument; the instrument did not collide with any other instruments or other hard material during the surgical procedure. In addition, the fragment(s) did not fall inside the patient during an instrument tip collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. No other damage was noted on the instrument after the event occurred and the cannula had no issue. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.